Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The reported dissection is a known adverse event listed in the xience v instructions for use. A conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the left anterior descending artery, pre-dilatation was performed using a non-abbott balloon. A 2.5x28 rx xience v stent delivery system was advanced but could not cross the lesion. The stent delivery system was removed from the anatomy without resistance. Angiogram revealed a possible dissection at the target lesion; however, it could not be confirmed. A 2.5x15 xience v stent delivery system was advanced without resistance and the stent was deployed treating the lesion and possible dissection. There was no adverse patient sequela and no significant clinical delay in the procedure. No additional information was provided.